Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. The insulin pump had no button error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner, broken battery tube threads, broken reservoir tube lip and missing endcap sticker.

Event description:
The customer reported via phone call that they received a button error alarm after changing the infusion set. The customer's blood glucose was 204 mg/dl at the time of incident. The customer stated that they reverted to insulin pen. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.